Event description:
Customer reported that a patient presented with an abdominal wound dehiscence six days following an unspecified surgical procedure. The patient was returned to surgery for repair. The surgeon reports that he observed the suture was broken one inch from the knot.

Manufacturer narrative:
Date sent to the FDA: 09/18/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.